Event description:
On (B)(6) 2012, pt reported that he experienced hyperglycemia in the 300-600 mg/dl range for the past 4 days while using the primary infusion device. He switched to his backup infusion device two times between (B)(6) 2012 for purposes of troubleshooting, and each time, blood glucose returned to a normal range of approx 140 mg/dl. Pt bolused to decrease blood glucose on the primary infusion device and this was successful, but his blood glucose would then increase to the 300-600 mg/dl range again. No alerts or errors were rec'd on the infusion device. The infusion needle is changed every 3 days and the tubing every 6 days, and pt was advised on the MFR recommendations. Pt reported insulin will pool under his skin and push back out when he delivers a bolus of more than 12 units of insulin. He does not believe it is the product that is leaking, and he breaks down his boluses to avoid the issue. Pt used the same infusion set, cartridge, and adapter when he switched to the backup infusion device. He recently increased his basal rates at the request of his doctor. Pt believes the insulin delivery of the infusion device is too low. The infusion device was replaced and requested for eval, and the infusion sets were discarded and will not be returned. The pt did not require treatment from a health care professional or second party to address the issue.